Event description:
It was reported that this patient has high lead impedance. The high lead impedance was found on (B)(6) 2015 when the physician performed system diagnostics. The output current was changed to 0 ma by the physician. The physician is planning for a full replacement. The physician understands that the system was old and they do not need an x-ray evaluation. Surgery is likely but has not occurred to date.

Event description:
New information was received indicating that the patient underwent successful explant and replacement of the pulse generator and lead. The explanted devices were discarded by the explanting facility.